Event description:
The customer reported to olympus that the connecting tube broke at the gray tab. There was no patient harm associated with the event.

Manufacturer narrative:
The device is not expected to be returned for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information/correction provided with the confirmation of the device evaluation: additional information updated: device available for evaluation? Yes (return date 06 dec 2022) corrected data: the device was returned and evaluated, and the customer¿s allegation was confirmed. It was found that there was one metal clip and one gray lock lever from one side of the reprocessor (blue plastic cover) that were both missing; these missing parts were not returned for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that four of the maj-2110 connectors broke at the grey tabs. This complaint is related to patient identifiers: (B)(6) (maj-2110 / lot: 27a); (B)(6) (maj-2110 / lot: 27a); (b)6) (maj-2110 / lot: 27a).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to event. The information in event was inadvertently omitted from the initial medwatch report. Based on the lot number provided the manufacturing date of the device was in the month of july 2012, however a specific date could not be identified. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Additionally, the repair center found scratches outside of the tubes, scratches on the metal connectors, nicks/scratches on the blue plastic connectors and evidence of white spots inside the tubes. Based on the results of the investigation, it¿s likely the connecting tube could not be connected due to detachment of lock lever by external stress. As a cause of the external stress, the user may have applied force toward incorrect direction. However, a final root cause of the event was unable to be identified. The event can be detected by following the instructions for use which state: ¿preparation and inspection: move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the olympus manager (on the customer's behalf): event description: the issue occurred during reprocessing and there was no procedural or patient impact.